Event description:
It was reported by service report that the neck release on the dual articulating head piece would not always lock into place. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Head assembly.